Manufacturer narrative:
Weight and ethnicity: unknown, not provided. Date of event is unknown. The best estimate time would be between (B)(6) 2021. If explanted; give date: not applicable as lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The account reported that the surgeon is seeing scratches/striations all over three tecnis intraocular lenses (iols). He¿s not seeing them in the microscope but his doctor of osteopathy (ods) are seeing them in the slit lamp. The lenses remain implanted. No further information was provided. Note: this report captures serial (B)(4). The other serial numbers are being captured in separate medwatch reports.